Event description:
Facility alleges hemolysis: report indicates that 45min into treatment pt developed chest, neck and back pain then shortness of breath. Treatment was discontinued. A kink was noted at the blood pump segment. The line was not properly aligned inside the blood pump. Pt was sent to the hosp later where a diagnosis of hemolysis was made. Hct decreased from 29.6 to 25.8, and ldh increased to 2297. Facility has the sample available. A copy of nmc product decontamination procedure is faxed to facility. Return product package will follow.